Event description:
Ultrasound guided vein identification before positioning the catheter. The needle was inserted into the vein. When venous blood flowed back, the guidewire was introduced and proceeded into the vein a few centimeters but then it stopped. The needle was removed, while the guide was stuck under the skin and does not come out. Traction was performed until it came out. Compressive bandage was applied. The guidewire was knotted.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The guidewire was returned for evaluation. Visual inspection confirms the complaint as the wire is knotted approximately 1.5 cm from the distal tip. There was a great deal of tissue ensnared within the knot. The guidewire was forwarded to the device contract manufacturer for further evaluation. The contract manufacturer's investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Inspection of the returned device revealed all measurements of the device were within specification. A root cause cannot be determined but is not likely manufacture related. A possible cause of the knotted tip could be a back-and-forth motion during insertion. This can cause the wire to fold back on itself and result in a knotted tip. This may also cause the wire to be difficult to remove, resulting in applying more forces than the device is designed to withstand in order to remove it. The instructions for use (IFU) contains the following warnings: do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together. Device was used for treatment, not diagnosis.